Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy with vnotes. Event description: the device was used normally at first, the sealing worked correctly at first and at the end of the surgery the sealing was a little more difficult, a little slowed. I told to the surgeon if she was complaining about the seal, to change the device, but she didn't want to. She prefers finish the surgery with the same handpiece. She also said the blade sometimes seems not to cut right. One day after the surgery, the patient has bleeding in the pedicles, according to the surgeon. They had to operate again to control the bleeding and she is in the ICU. After speaking with the surgeon during the intervention, the surgeon did not think it was appropriate to use another clamp and finished the surgery more slowly than usual without bleeding and with the subsequent suturing. Intervention: after speaking with the surgeon during the intervention, the surgeon did not think it was appropriate to use another clamp and finished the surgery more slowly than usual without bleeding and with the subsequent suturing. Patient status: the patient had to be reoperated on the after surgery due to bleeding from the pedicles.

Event description:
Procedure performed: hysterectomy with vnotes. Event description: the device was used normally at first, the sealing worked correctly at first and at the end of the surgery the sealing was a little more difficult, a little slowed. I told to the surgeon if she was complaining about the seal, to change the device, but she didn't want to. She prefers finish the surgery with the same handpiece. She also said the blade sometimes seems not to cut right. One day after the surgery, the patient has bleeding in the pedicles, according to the surgeon. They had to operate again to control the bleeding and she is in the ICU. After speaking with the surgeon during the intervention, the surgeon did not think it was appropriate to use another clamp and finished the surgery more slowly than usual without bleeding and with the subsequent suturing. Intervention: after speaking with the surgeon during the intervention, the surgeon did not think it was appropriate to use another clamp and finished the surgery more slowly than usual without bleeding and with the subsequent suturing. Patient status: the patient had to be reoperated on the after surgery due to bleeding from the pedicles.

Manufacturer narrative:
The event unit will not be returning to applied medical. Lot information was not provided. A follow-up report will be provided upon completion of the investigation.